Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united kingdom notified biomérieux of obtaining a misidentification of acinetobacter lwoffii as micrococcus luteus in association with the vitek® ms (B)(4). The customer reported obtaining an identification of micrococcus luteus while the expected identification was acinetobacter lwoffii (source of this result not disclosed by the customer). The identification of m. Luteus did not align with the gram stain and colony morphology, so this result was not reported. The customer confirmed that the misidentification did not lead to or contribute to death, serious injury, or serious deterioration in the state of health of the patient. An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a misidentification of acinetobacter lwoffii as micrococcus luteus in association with the vitek® ms (ref 410895, serial (B)(6)). ---investigation--- complaint trend analysis: global customer service (gcs) performed a complaint trend analysis. This analysis did not identify the customer's issue as a trend for the vitek ms. Since (B)(6) 2016, no similar complaint has been recorded. No other complaints of acinetobacter lwoffii misidentified as micrococcus luteus have been recorded. Fine tuning: according to the vilink alert tool criteria, fine tuning was at the limit during the tests made on 18nov2022. Additionally, the fine tuning completed prior to the misidentification did not conform to specifications. One mandatory criteria was not achieved so a new fine tuning is needed. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the suspected identification (acinetobacter lwoffii) is present in vitek ms kb v3.2. Sample data analysis: analysis of mzml sample files show that number of all peaks are heterogenous during the issues (between 49 to 186). For the spectra giving the no identification, the number of peaks of the spectra is very high (186). This means that not enough organism has been deposited on the spots and the spectra will be noise only (i.e. Very high number of peaks detected, ¿.). Consequently, the amount of ¿good peaks¿ detected during acquisition will be not sufficient to allow a good identification. For the spectra giving the misidentification, the ¿max s/n¿ value and ¿max resolution value¿ were low. The spectra seems to be not optimal. Analysis of mzml sample files shows that the spectra giving the misidentification is very different than the others (less than 30% of similarity). In addition, spectra giving the no identification is close to the spectra giving acinetobaccter lwoffii but with a similarity close to 55%. The spectra analysis confirms that the spectra giving the misidentification is very different from the others. This could be explained by a non-optimal spot preparation of the sample strain (culture, contamination, spot, different operator¿). Investigational testing: the customer's strain was requested for additional testing, but the customer was unable to provide the strain. Root cause: the precise root cause could not be determined. However, the customer's spot preparation quality was non-optimal and a new fine tuning needed to be performed. ---conclusion--- the customer's issue was determined to be likely due to non-optimal spot preparation and non-conforming fine tuning. Since the strain was unavailable for investigational testing, no further analysis could be performed. Local customer service (lcs) has been requested to perform a new fine tuning and to provide additional training materials to the customer to help improve their spot preparation technique.